Event description:
It was reported during implant that the physician noticed a break on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Event description:
It was reported during implant that the physician noticed a break on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 for patient condition having no patient condition.

Manufacturer narrative:
Correction: previously reported g3 should have been 06/01/2023 rather than 11/01/2023.